Event description:
Rayner intraocular lenses limited received notification of an event that occurred with a single use soft-tipped disposable injector (model r-inj-04). The event account provided states "lens got stuck up in the cartridge and the silicon tip got damaged." For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00062.

Manufacturer narrative:
A review of the production was conducted by the manufacturer. The manufacturer's review showed that all manufacturing and quality checks were conducted with successful results. All r-inj-04 injectors released for distribution from this batch were within tolerance, met specification criteria and were without defects.